Event description:
The optic appears to have a scuff mark in the middle, but is still in the patient's eye. Lens not explanted.

Manufacturer narrative:
Hoya surgical optics (hso) first received this complaint on (B)(4) 2010. It was initially determined that an MDR was not received because there was no surgical intervention was required (i.e., lens not explanted) and manufacturing records verified that the device was free of defects before release to market (i.e., the alleged defect occurred during use by the doctor). Hso performed a review for this complaint in (B)(4) 2011 and determined that even though there was no patient injury in this complaint, an injury may be possible if this complaint were to recur. Hence, we are submitting an MDR for this complaint per FDA guidance document (B)(4).